Event description:
In 2002 pt suffered a brain aneurysm/emergency room physician listed pt's condition as 1-acute subarachnoid hemorrhage 2-hypertensive. Radiologist used vaso seal es (french sheath) during the angiogram without explaining the procedure to pt's family members and without regard to the fact that pt was hypertensive. The procedure resulted in the loss of blood flow in their leg. The artery in their leg was dissected. The radiologist told their family members that they lost a cap in pt leg. They called in a surgeon to remove the cap prior to their having brain surgery. The vascular surgeon told pt's family that they would remove the cap/about a half hour surgery. The surgery took over three hours (installation of an arterial leg graft). Several more surgeries to follow. Neither the radiologist or the surgeon filed this report. Neither hosp or surgery co filed this report at the time of the adverse reaction as required by the FDA.